Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up # 1 date of submission 10/07/2016 correction to the serial number for this pump is (B)(4).

Manufacturer narrative:
Follow up #2 11/01/2016 device evaluation: the pump has been returned to animas and evaluated on 10/12/2016 with the following findings: the pump¿s black box and alarm history showed a call service 064 alarm on (B)(6) 2016. The ¿ez-prime¿ steps were performed correctly with no call service alarm duplicated.